Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was hospitalized due to the initial implant of the lvad. It was said that the perfusionist was called from the ward staff, because patient was not able to connect battery to power port of controller. It was reported that on pin bent and was broken. An elective controller exchange was performed and it was said that issue was resolved. It was further said that the patient was doing fine and was transferred to a rehab center for recovery of post lvad implant. No consequence or impact on patient reported. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a bent pin in power port 1. The confirmed malfunction is related to the reported event. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.